Manufacturer narrative:
Device show ghosting display after pressing any button due to shorted lcd driver board. No blank display noted. Unable to verify button/keypad unresponsive due to ghosting display. Device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Event description:
Customer's wife reported via phone call that when the act button was pressed, the light would blink but the screen would turn blank. Customer's blood glucose was 150 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.